Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and medical records received: ppf alleges elevated metal ions. After review of medical records for MDR reportability, the patient was revised to address pain due to metallosis of left hip, metal-on-metal tha and iliopsoas tendinitis. Revision note reported minimal intra-articular fluid was noted and minimal dark staining of the synovial tissue. Clinical notes reported preoperative CT scan shows some anterior overhang of the acetabular shell. There is no lab result provided. Doi: (B)(6) 2007; dor: (B)(6) 2014; left hip.